Event description:
The manufacturer was contacted in reference to an everflo device with an allegation of the power cord being damaged. The complaint was evaluated by a fasc. The complaint was confirmed, and the damaged power cord was replaced.

Manufacturer narrative:
H3 other text : the device was inspected and analyzed by a third-party service center.